Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the basic occlusion test and unable to prime at 4 pounds during the prime/ compromised force sensor system alarm test due to moisture damage on the force sensor resistor. The pump passed the unexpected restart error test and there was no unexpected restart error alarm. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 114 mg/dl at the time of incident. The customer stated that the pump also alarmed unexpected restart. Troubleshooting was completed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.